Event description:
Related manufacturer reference number: 2017865-2023-16053. It was reported that the patient received multiple inappropriate shocks. The implantable cardioverter defibrillator and right ventricular lead was oversensing noise and exhibited loss of capture and pacing inhibition. CPR (cardiopulmonary resuscitation) was performed. It was noted that the right ventricular lead was fractured. The lead was capped and replaced and, the device was explanted and replaced on 09 mar 2023. The patient was stable post procedure.